Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that there was a screw sticking out from the middle of their implantable neurostimulator (ins). The patient stated that it wasn¿t sticking up very much, but it would catch on things; not too many things because they were still able to get their shirts on. The patient mentioned that it was ¿a pain¿ though. The patient reported that the ins was put in a larger place than their last device and felt like a screw was sticking out from the middle of the stimulator, which they couldn¿t reach. It was noted that this had been an issue since the patient was implanted on (B)(6) 2016. No further complications were reported or anticipated. Indication for use is spinal pain.